Event description:
Healthcare professional reported a left side "deflation" and "exchange from textured to smooth implants due to the patients concerns with the product." Healthcare professional later reported "any creases" and "plug strap separated." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified opening, crease fold, white particles on the surface of the shell. Leak test was performed and found openings on anterior, posterior and radius side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: various striated edge openings on anterior, posterior and radius side assessed as surgical damage.